Event description:
Additional information indicates the device is not liable and no longer reportable.

Manufacturer narrative:
Correction: the device is no longer reportable.

Manufacturer narrative:
Date of the event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is having their ipg replaced for an unknown reason. No additional information is known at this time.